Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not release from tissue during an oophorectomy. They had to be cut out as a result and there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. No further sticking occurred.